Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: patient 1: date: (B)(6) 2011, inratio: 1.3, re-test: 2.5. Time between testing: a few minutes.